Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, implanting the device off-label, and using inappropriate tools have been ruled out. Additionally, not prepping the surface of the skin with an antiseptic solution has been ruled out. However, a surgical issue was identified as multiple tunneling attempts were performed between the two incisions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Although the cause of the infection is unknown, a surgical issue was identified as multiple tunneling attempts were performed between the two incisions (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the incision site. The patient was admitted to the hospital on (B)(6), 2025 and was given IV antibiotics. The trial leads were pulled early on (B)(6) 2025, and the patient was released from the hospital on (B)(6) 2025. As of (B)(6) 2025, the infection is under control. However, it is not clear if the infection has completely cleared up.